Manufacturer narrative:
The physician indicated the device will not be returned as it was discarded. A review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration, gastric and esophageal perforation, and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. In preparation for removal, some patients may have retained contents in the stomach. Some patients may have clinically significant delay in gastric emptying and refractory intolerance to the balloon, necessitating early removal, and possibly leading to other adverse events. These patients may be at higher risk of aspiration upon removal and/or upon administration of anesthesia. The anesthesia team should be alerted to the risk for aspiration in these patients.

Event description:
Reported as: a patient with the orbera365 intragastric balloon had a "failed endoscopic balloon removal, second procedure required. Endoscopic procedure for initial balloon removal, balloon in tact, a lot of food residue. Punctured & aspirated. Food seemed to stick to some parts of the balloon. Forceps used to remove balloon. Balloon seemed to get stuck upper and mid part of the esophagus, balloon didn't seem as pliable as usual. Several attempts with alternative endoscopic techniques. These were not successful. Patient re-scoped the following day, mini laparotomy, gastrotomy and removal of balloon performed. A lot food present in the stomach."